Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell cycle four of four of peritoneal dialysis therapy. The patient stated there was solution outside the bag, but cannot find where it is coming from. No leak could be found. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative explained the alarm to the hp and then advised the hp to end therapy session. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.